Manufacturer narrative:
On (B)(6) 2019 the lens was repositioned. The problem is resolved. Additional patient code 3191: no code available (secondary surgery, lens repositioning). Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticm5_13.2, -8.0/+2.0/083 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019. The surgeon reports low vault, lens rotation, and refractive surprise. Reportedly, lens remains implanted.